Event description:
Pt with history of coronary artery disease, hypertension, diabetes mellitus, status post, myocardial infarction in 2003 had 3 stents to lad and 1 stent to circ 4 days later. Not taking asa since then, but was on plavix. The pt felt nausea, vomited three times then felt chest pain substernally. Six days had passed after the stenting procedure. The pt took 3 ntg without relief and came to the ER. A cardiac cath revealed acute anterolateral mi. Acute thrombosis of lad & circ om stents with clot. An export thrombectomy and balloon angioplasty was performed. This pt had received no stents prior to this procedure. The pt was on the following medications prior to and during this procedure: pre meds valium 10mg, asa 325 mg and plavix 75 mg heparin and ntg/cardene prior to procedure and during procedure add'l heparin and ntg/cardene.